Event description:
It was reported that stimulation had cut in and out on unknown patients. It was described as it would "go on and then go off, kind of like flickering, until the battery was just totally dead." Representative reported they had no further information regarding this event, including any patient data or dates. Representative reported that even after reading the transcript they were unable to recall this conversation.

Manufacturer narrative:
(B)(4).